Event description:
Reporting status: malfunction. Reporting rationale: guide wire tip separation/no medical intervention. Device issue: guide wire tip separation. It was reported that after stent deployment when the guide wire was being removed from the patient anatomy, the tip of the guide wire was found to be unraveled, but the device was in one piece. Reportedly, there was no patient injury. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis of the device revealed that the guide wire was returned with blood and contrast on the coils and core. The shaping ribbon was separated 9 mm proximal to the tip ball. The fracture face on the distal portion was corkscrew shaped. The tip coils were stretched except for the 9 mm that were distal to the shaping ribbon separation. The coils were collapsed for a length of 1 mm, 4.5 mm proximal to the tip ball. There was an offset intermediate coil 2 and 10 mm proximal to the center solder. There was no other damage noted. The guide wire was sent to scanning electron microscopy (sem) for further analysis. Product performance engineering reviewed the incident information and the analysis of the returned device. The sem analysis showed that the guide wire had been excessively fatigued at the shaping ribbon and then failed from ductile overload. The cause of the fatigue is not described in the incident information and analysis did not identify why the guide wire was fatigue excessively. Historical information suggests that the most common cause of excess fatigue happens from leaving the guide wire prolapsed for an extensive time. Then the bend cycling from the beating heart accelerates guide wire fatigue. In this instance, there is not any information about prolapsing the guide wire during the procedure and therefore the cause of the fatigue is unknown, but the sem analysis did not suggest that the failure was manufacturing related. The lot history record was reviewed and there were no non-conformities associated with this product lot. Quality inspection verifies that all requirements are met. This MDR is considered closed by the quality assurance department.